Event description:
It was reported that "patella had sheared off the peg, so the old patella removed, new patella was put on by pressfit application. Old insert was scratched up, so new insert was implanted."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.